Manufacturer narrative:
Joerns health care medwatch# 2182305-2011-0002. Further info will be provided upon conclusion of the MFR's investigation.

Event description:
It was reported by (B)(6), that one of their customer's facilities was using the floor lift to transfer a resident when the scale and cradle separated and the resident fell back onto the bed. No injuries were reported.